Event description:
Per the initial reporter, the plastic sheath of the microtip broke off into the patient's elbow. The piece of sheath was from the digital tip. The doctor completed the procedure with the alleged complaint microtip, pulled it out, and noticed a small piece missing. Per the facility, the patient underwent surgery to attempt to remove the alleged lost piece. The dr. Never found the plastic sheath. The patient was given antibiotics and is currently not in any pain with no complications.

Manufacturer narrative:
Evaluation: damaged nose cone (plastic sheath). Closer inspection of the damaged nose cone (plastic sheath) indicates the polycarbonate melted due to a side loaded needle. The material folded back on itself when at melt point due to the side loaded pressure. It does not appear that a large amount of material is missing from the nose cone.